Event description:
The customer reported a chip-scrape marks at instrument channel outlet ere observed during reprocessing involving an olympus high flow insufflation unit. There was no patient injury reported.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: a friction problem was identified. The most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.